Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred after switching port connections during a routine hemodialysis treatment. The operator was unable to resolve the alarms and ended treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarms to access flow problems. The cycler alarmed appropriately. A direction correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.